Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited failure to capture and low sensing. A chest x-ray was performed, and it was noted that the lead dislodged and has fallen inside the atrium. The lead was successfully repositioned on (B)(6) 2021. There patient was in stable condition.